Event description:
The customer reported a system message displayed during cataract surgery. The fragmentation handpiece would not work. The fragmentation handpiece initially passed testing, but when the surgeon attempted to use it, the handpiece would not work. The screen went blank with a system message displayed stating no ultrasound or diathermy available. The system was rebooted without success. The system was switched out to complete the case. There was a delay of 2 1/2 hours noted. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the system message reported. The psi regulators were leaking. The regulators were replaced. The power and signal cables were replaced. Preventive maintenance was performed. The system was then tested and met all product specs. (B)(4).